Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer connected the pump to the car charger and immediately noticed smoke coming from the pump. Damage was noted on the usb cable and usb port after they were removed. Customer stated this damage was preventing the pump from charging properly. The customer's blood glucose (bg) level was impacted (400 mg/dl). A bolus via the pump was administered to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.